Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system disk space full and unable to perform fluoro. Review of system log files showed image detection ¿ ippc malfunction. Fse replaced ippc, performed data consistency check and repair, recreated image store for both frontal and lateral ippc, and did a new ghost backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device had no storage space so would not allow fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.